Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging unusual issue as "display issue where highlight between english and (B)(6) moves up and down between the two and you press ok, it stops . It does not go to the next screen. Then turns off.". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.